Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent act button response due to a corroded keypad. There was no unexpected frozen display. The insulin pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.(B)(4)

Event description:
The customer called in to report a keypad anomaly, a button error alarm, and a frozen display. The customer's blood glucose level was 78 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.